Manufacturer narrative:
Additional information: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported (abc-1) button keypad not working. Visual inspection determine the cause to be a damaged keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number 1 key (abc) of the keypad was not working on a spectrum pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.